Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection found that the product was wet. Two small greyish particles were visible in the blood side of the dialyzer. Infrared spectroscopy (ir) showed that the particulate matter was made of calcium carbonate. The reported condition was verified. Calcium carbonate is not a material used in the production of this product. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a revaclear 300 set, a black particle was observed inside the dialyzer. There was no patient involvement. No additional information is available.